Event description:
The ventilator shut down in less than one hour on internal battery during use on pt. The ventilator gave low battery alarm, then empty battery alarm in less than 10 minutes. It shut down immediately after battery empty alarm. After plugging the ventilator into ac power source for short period, the internal battery level indicated to have a full charge. However, the battery alarmed low battery and empty battery immediately after disconnected from ac power.